Event description:
It was reported that the customer administered a mealtime bolus but did not eat the appropriate amount of carbohydrates that were entered into the bolus menu. The customer's blood glucose (bg) level subsequently decreased, value was not provided. The customer went to the emergency room and admitted to the intensive care unit. The customer was treated with intravenous fluids of saline to address the bg. The customer was released on 10/14/25 with issue resolved and undefined brain injury, a dislocated thumb due to falling, and neuropathy in their hands and feet.